Manufacturer narrative:
Based on the current information provided, the root cause of the patient¿s demise is unknown. Isi has attempted to contact the site to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been received. If additional information is obtained, a follow-up MDR will be submitted. The site¿s system logs are not available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver cystectomy procedure, the surgical staff noticed that the patient did not have a pulse. After undocking the robot, the surgical staff was unable to resuscitate the patient. At this time, the root cause of the patient¿s intra-operative complication and subsequent demise is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that towards the end of a da vinci-assisted liver cystectomy procedure, the surgical staff noticed that the patient did not have a pulse. Per the initial reporter, the surgical staff was unable to revive the patient. The initial reporter was unsure if the surgical procedure was converted to other surgical modalities. On 08/23/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales manager (csm) and obtained the following additional information regarding the reported event: the csm was present during the surgical procedure which was not recorded on video. At an unspecified time towards the end of the surgical procedure, the surgeon reportedly asked the surgical staff how the patient was doing. At that moment, the surgical staff noticed that the patient did not have a pulse. The surgical staff then undocked the robot from the patient and attempted to resuscitate the patient. The csm left the operating room while resuscitative measures were taken. According to the csm, there were no intra-operative complications before the surgical staff noticed that the patient did not have a pulse. In addition, there were no reported malfunctions of the da vinci surgical system before the operative complication was identified. No further clinical information was provided.

Manufacturer narrative:
4310 ¿ on 10/03/2019, intuitive surgical, inc. (Isi) contacted the site¿s or director and obtained the following additional information regarding the reported event: the or director indicated that he could not provide any patient specific information due to hipaa compliance. He however indicated that he was present during a debrief meeting at the hospital the following day after the reported event occurred. In addition, he indicated that multiple or staff members were questioned regarding the surgical procedure. According to the or director, there were no reported issues with the da vinci surgical system. The root cause of the patient's demise was not provided by the or director. However, the or director indicated that he and the site do not believe the da vinci surgical system caused or contributed to the patient's cardiac arrest and death. He was not willing to provide any additional information regarding the event.

Event description:
Refer to investigation summary for follow-up information.